Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 06/06/2019. Device returned to manufacturer: yes. Device evaluation: particle and a video was received. The particle was received on small vial. Upon the evaluation the fiber that was observed on the lens while the lens was unfolding after lens delivery in to the patient eye it was identified as an acrylic fiber species similar to a polyacrylonitrile. The reported complaint was confirmed however there was no indication of a product malfunction. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted; give date: unknown /not provided. If explanted; give date: not applicable as the intraocular lens has not been explanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a small thread came out of the preloaded delivery system during implantation of the intraocular lens (iol). Reportedly, the lens remains implanted. No patient injury was reported. No further information was provided.